Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
Additional information received on 25-jul-2022 via email and attached to complaint object: this pump was repaired in our shop. Customer cancelled the request on their end. Also, the pump was not involved in a patient incident. H6: event problem and evaluation codes: updated event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.